Manufacturer narrative:
(B)(4). No conclusion code available. Failure observed during analysis. External insulation abrasion was noted at 39.6-50.3cm from the connector pin. The etfe coating was abraded and a conductor fractured at this location.

Event description:
This report is to advise of an event observed during analysis.